Event description:
International affiliate reports the patient was treated for subarachnoid hemorrhage and normal pressure hydrocephalus. The patient worsened and an occlusion of the distal catheter was found. The shunt was explanted.